Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient currently receiving morphine via an implanted pump. The patient did not know the concentration of the morphine but said the dose was ¿100 something¿. The patient¿s medical history included a gastric bypass in 2001 and ibs (irritable bowel syndrome). The indication for pump use was spinal pain. It was reported that the patient suffered for two weeks with a headache due to a spinal fluid leak after implant. The patient stated that she was never informed that this was a potential risk and anytime she would ask about her headaches they would tell her it couldn¿t be caused by the pump implant, but it was. On (B)(6) 2018, the patient was calling for CT scan, x-ray, and pet scan compatibility guidelines. The procedure was not due to a problem with the patient¿s infusion devices or therapy. Per the patient, during the gastric bypass in 2001 they had ¿really messed up and put a few holes in her esophagus and she went into full cardiac arrest and was in a coma¿. Since getting the pump, she had started to have problems intestinally with bowel movements and severe stomach pain and was wondering if it could be related to the pump. She had been screaming from having so much intestinal pain. The patient stated that she had ibs but this had been worse than the ibs and described it as ¿intestinal attacks¿. She took 30 mg of dulcolax last night and she took ¿mulvanset¿ and she still wasn¿t going to the bathroom. The issue started about 2 weeks after pump implant which was prior to getting her pump filled with the morphine for the first time, so she didn¿t believe the bowel issues were related to the infusion therapy. She stated that she was "99 and 3/4" certain it was not related to the pump. The patient had contacted her managing physician¿s office but hadn¿t heard back from them yet. Per the patient, she also had an infection 2 weeks after implant and was on 4 different antibiotics. Her doctor discovered ¿it was infected¿ at a follow-up appointment. No further complications have been reported as a result of this event.